Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 566 mg/dl. The customer reverted to using another pump to manage diabetes and the high bg level was resolved. As the customer did not have the tandem pump present at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion alarms was unable to be performed.